Event description:
Reporter alleged pt's blood was 416 mg/dl compared to the nurses' meter glucose result of 110 mg/dl when performed within 10 mins of each other. It was stated nurse gave the pt 1 unit of insulin and had pt eat some lunch. No other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.